Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument did not respond properly, a defective cable was not visible. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information. The issue occurred with the surgeon's head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. Failure was not related to inability to move the instrument. The timing of the instrument was not appropriate. There was no shakiness. There was no instrument-to-instrument and no arm interference. There were no external collisions. The instrument was removed and reinserted. The solutions did not produce a satisfactory result. A new instrument was used. No patient injury. Device was inspected prior to use and there was no unusual damage. Issue occurred at the beginning of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed additional evaluation of the da vinci product. The monopolar curved scissors (mcs) instrument was re-installed on an in-house system to assess intuitive motion. The motion was found to be intuitive in the pitch and yaw directions. However, during the opening of the blades, the motion exhibited slight imprecision. While the blades were able to open and close fully, a minor catch was noted during the opening process. No friction was observed during closing. A detailed visual inspection of the instrument revealed the presence of corrosion at the tips of both blades, as well as some corrosion at the base. No chips or mechanical indentations were observed on the blades. Furthermore, upon removal of the instrument's backend, the cables were found to be properly tensioned. The instrument was subsequently disassembled to inspect for any contamination within the hypo tubes. The hypo tubes were confirmed to be free from excess debris or contamination. The probable root cause is attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument underwent external and internal visual inspections, and no issues were detected. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the yaw direction (by closing). The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. To high internal friction (probably in the main tube) observed during the manual articulation test. The root cause is not determinable/applicable.

Event description:
Refer to h11 for follow-up information.